Event description:
It was reported that the patient experienced difficulty with the implantable pulse generator (ipg) communicating with the remote control (rc) and would receive an error message on the rc. An x-ray image showed that the ipg appeared to be flipped. The patient underwent a procedure where the ipg was removed and replaced with a new one. Post operatively, the patient was doing well.

Manufacturer narrative:
The returned ipg passed all tests performed. A database analysis revealed that prior to explant procedure, the charging capabilities greatly diminished and the ipg was unable to be recharged above 3.8vdc.

Event description:
It was reported that the patient experienced difficulty with the implantable pulse generator (ipg) communicating with the remote control (rc) and would receive an error message on the rc. An x-ray image showed that the ipg appeared to be flipped. The patient underwent a procedure where the ipg was removed and replaced with a new one. Post operatively, the patient was doing well.